Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). The valve was returned submersed in a unidentified liquid in the provided return kit. Result: first we performed a visual inspection of the progav. There were no significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, brake functionality and brake force. A permeability test has indicated that the progav valve has a blockage and that the shunt assistant is permeable, albeit with difficulty. The valve is adjustable to all specified pressures. The brake is fully functional and braking force is within given tolerances. Finally, we dismantled the valves. Inside the progav valve we have found a build-up of substances (likely protein). Inside the shunt assistant no significant deposits could be detected. Based on our investigation, we confirm the presence of occlusion in the system at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph (B)(4). No further actions required.

Event description:
According to the complainant a progav was blocked and not adjustable postoperatively. The valve was implanted on (B)(6) 2016. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 83 cm, weight: (B)(6).